Event description:
It was reported that the customer's insulin pump would lose a couple of minutes about every six months. The customer also stated that when she would set a temporary basial and go back to edit it, she would not be able to edit it. Even though the screen would say "set/edit temp basal," she was only able to cancel it. The customer was also experiencing communication issues with her sensor and the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.